Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported high blood glucose levels and stated she had issues with the insulin pump after changing the infusion set. The blood glucose reading reached as high as 514 mg/dl. The customer treated with manual injection, and brought the blood glucose level down to 373 mg/dl at the time of the call. She reported that she had put 5 units of insulin through the tubing, but it was dry and nothing came out. The customer complained of symptoms of high blood glucose, including nausea, but did not contact a doctor for this. Troubleshooting was performed and no damage to the drive support cap noted. Passed a manual prime test, and no leak was observed. The customer stated the basal rates, bolus wizard settings, and bolus history were correct. She, however, could not read the insulin pump's alarm history. Upon troubleshoot, the insulin pump failed the high pressure test twice, and we advised the discontinuation of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.